Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. Liner fully expanded as designed. Deep scratch noted along entire length of the sheath shaft. Radial and axial tip tear along distal liner edge. Hdpe stretching along axial and radial tears; scratches along distal sheath shaft and soft tip; soft tip damage/stretching. A piece of torn tip separated and missing. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A device history record review (DHR) and lot history were performed; however, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions for use (IFU) were reviewed for guidance/instruction, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during trimming step leading to hdpe damage. Although no 3mensio imagery was provided, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Therefore, it is possible that patient factors such as challenging anatomy, as indicated by the scratches observed in may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement . Additionally, it was reported that ''extra push force'' was used during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, increased resistance was encountered while advancing the valve through the tip of the esheath. Upon removal of the esheath, it was observed that a portion of the tip of the sheath had broken off and was missing. The team was unable to find the missing piece. The perceived root cause was that the tip of the esheath was not opening per usual.

Manufacturer narrative:
The investigation is ongoing.